Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred during use of a m-flex t 638f iol. The event description provided to rayner states that the iol was removed. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00121.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of product records for the m-flex t 638f iol batch 052e37300 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the m-flex t 638f iol (may 2012) shows that no incidents, of a similar nature, have been received against this lens batch.